Event description:
The pt received her scs sys on (B)(6) 2010. It was reported the pt had stimulation, but it was inconsistent; the stimulation comes and goes. The pt reported getting a shock when trying to turn up the amplitude. The impedance readings were in the normal range. The pt was advised not to turn the sys on. The pt was working with her physician for the next course of action.

Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.